Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the failure to fire issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guide renal biopsy procedure using the maxcore instrument. During the procedure, upon pressing the rear actuator button for the first puncture, the probe and sheath failed to advance automatically. The biopsy cannula was immediately withdrawn from the patient. The procedure was completed using another device. This resulted in delayed test results for the patient and caused damage to the patients kidney. The current status of the patient was unknown.